Manufacturer narrative:
The customer reported that the central nurse's station (cns) was not booting up after a power failure. This cns was only monitoring bedsides at the time of the issue. No harm or injury occurred. Nk ts advised the customer to remove the hard drive from slot 0 and place a secondary hard drive in its place, which resolved the issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: multiple bsm's were used in conjunction with the cns, but did not experience failure. Attempts to obtain the following information were made, but not provided: bsm's - model: ni. S/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni. Unique identifier (UDI) #: ni.

Event description:
The customer reported that the central nurse's station (cns) was not booting up after a power failure.

Event description:
The customer reported that the central nurse's station (cns) was not booting up after a power failure.

Manufacturer narrative:
Details of the complaint. On 02/18/20, customer at (B)(6) hospital reported the cns (pu-621ra sn: (B)(6)) had issues with booting up after the facility experienced a power failure. Investigation summary the root cause is determined to be deteriorated condition of the hdd due to power failure. Issue was resolved upon replacing the primary failed hdd. The overall risk, as determined from the product of probability (rare) and severity (major), is determined to be medium. Ensuring the proper environment for the cns to operate as expected must be managed at the facility as it is not under nka control. Additional model information: d11 & c2: multiple bsm's were used in conjunction with the cns, but did not experience failure. Attempts to obtain the following information were made, but not provided: bsm's - model: ni. S/n: ni approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni. Unique identifier (UDI) #: ni. Additional information: b4. Date of this report; f6. Date user facility/importer became aware of the event; f7. Type of report; f11. Date report sent to FDA; f13. Date report sent to manufacturer; g4. Date received by manufacturer; g7. Type of report; h2. If follow-up, what type?; h6. Event problem and evaluation codes; h10. Additional manufacturer narrative.